Event description:
It was reported to philips that the system failed to power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and reviewed the system log files which confirmed that the host pc was unable to communicate via can (controller area network) with the velara generator and the roco (rotor control unit) was defective. The fse replaced the roco velara replacement kit and power on circuit. The defective roco velara replacement kit was returned for further analysis. The cause of the failure could not be conclusively determined by the supplier's part analysis, however the replacement of the roco velara replacement kit and power on circuit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. Philips has completed a good faith effort to get further information regarding procedure outcome. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.